Manufacturer narrative:
Under the pencil's buttons, which are made of plastic, is a circuit board covered in a soft plastic cover. The buttons of the pencil when pressed, push down a metal dome switch under the cover to create contact with the metal pad underneath which completes the circuit. This allows rf current to travel to the output. There is no direct contact between the metal dome switch and the exterior of the pencil in the area of the buttons. It is physically impossible for rf current to travel through the buttons and cause injury. The possible source of what the doctor felt is not known.

Event description:
Customer states that the pencil sparked through the coag button and burned the surgeon's hand. It was later found that the injury reported was not a burn but the doctor felt something.